Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the customer ordered barbed suture. The suture inside the box was the right one. However, the box label was wrong. The wrong product was on the label. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). There was no sample received for analysis. Only pictures of the sample were send. Upon visual inspection of the pictures, the description at the box printed refers to a spiral pds tm plus with lot# leh867. However, the information printed at the foil describe a spiral monocryl tm plus. The product code (B)(4) should contain a spiral monocryl plus suture. Due to the mismatch between the information printed on the box, foils and inside samples, the assignable cause of the packaging mismatched pkg is an incorrect print information.

Manufacturer narrative:
Pc-(B)(4). Investigation summary there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the pictures, a box of stratafix spiral pds plus of product code (B)(4) with lot # leh867 and a sample of stratafix spiral monocryl of product code (B)(4) could be observed. However, no conclusion could be reached as to how the samples had a different labeling because the sample was not returned for analysis.